Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit ultra system device was implanted into the patient during a procedure performed on (B)(6) 2022 for the treatment of stress urinary incontinence. During the procedure, the device went through the patient's bladder on the second pass. When the surgeon took the device out from the patient, the needle was noted to be warped/bent. The procedure was competed using the same device. However, there is no information regarding the treatment performed to address the bladder perforation.